Event description:
There was a 1.5 cm high density tubular density with a circumscribed margin in the left breast at 7 o'clock anterior depth. This was seen in add'l views. Targeted ultrasound demonstrates a 1.5 cm mass. This correlates with mammography findings. An attempt was made to place an 11 gauge clip into the cavity. Technician watched the clip being introduced on ultrasound but when the mammotome device was removed, the clip in its collagen was still at the tip. It did not deploy properly into the breast. A 14 gauge clip was introduced by hand and placed.